Manufacturer narrative:
Block h6: medical device code a0401 captures the reportable event of stent shaft broken. Block h10: the returned polaris ultra ureteral stent was analyzed, and a visual evaluation noted that the middle section detached or separated. No other issues with the device were noted. The reported event was confirmed. Based on the product analysis, the stent was returned without the suture string and the positioner. According to the event summary that during unpacking, it was noted that the device was fractured, it is evidence of manipulation. Therefore, the failure found shaft separated or detached, is an issue that could have been generated by the user or due to the interacting of the device with the suture string. Review and analysis of all available information indicated that the root cause of the problems found is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was used during a ureteral stent implantation procedure in the ureter performed on (B)(6) 2021. During unpacking, it was noted that the device was fractured. The procedure was completed with another polaris ultra ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. A photo of the complaint device was provided and showed that the stent shaft broke. The device has been returned for analysis, see block h10 for investigation details.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was used during a ureteral stent implantation procedure in the ureter performed on (B)(6) 2021. During unpacking, it was noted that the device was fractured. The procedure was completed with another polaris ultra ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. A photo of the complaint device was provided and showed that the stent shaft broke. The device has not been returned for analysis.